Event description:
When the nurse entered room, pole-mounted external ventriculostomy drain (evd) was noted to be at ~9cm below external auditory meatus (eam). That is well below the set and desired level for the integra neuroscience drain. The evd had 50cc drained from the lumbar drain. The physician was notified and examined the patient. The evd was then raised to 10cm above the eam and the device was immediately seen sliding down the lumbar drain pole. Multiple attempts were made to tighten the screw on the pole without success. The pole mount changed out. The manufacturer was contacted by the clinical nurse specialist (cns) assigned to this neuroscience floor.